Manufacturer narrative:
A siemens technical application specialist (tas) analyzed the database of the instrument. The instrument logs showed that the customer had pressed the unload button for both the tp flex and the alt flex. The tas determined that the result monitor and the reagent short detect were turned off therefore the instrument did not detect a lack of tp reagent causing the discordant result. The customer was instructed to turn on the result monitor and reagent short detect monitor. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported that they requested unloading of a total protein (tp) flex on a dimension vista 1500 instrument but an alanin-aminotransferase (alt) flex was unloaded instead. Also the instrument did not flag that the tp flex may have been empty. A discordant result for tp was obtained but was not reported to the physician(s). The sample was rerun and only the correct result was reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant tp result.